Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels (bg values were not provided); cause was unknown. Customer consumed carbohydrates to address low bg and declined to provide additional information regarding the elevated blood glucose level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading by the continuous glucose monitor (cgm) on (B)(6) 2020 was 87 mg/dl. A review of the log indicates that the lowest bg reading by the continuous glucose monitor (cgm) on (B)(6) 2020 was 81 mg/dl. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.